Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional (hcp) reported a xen®45 gts event described as several months post-op hcp found endophthalmitis in patient. Despite vitrectomy operation, the infection did not resolve, but only after the xen was removed. Doctor reports "the endophthalmitis was not due to external pathogens.".